Manufacturer narrative:
(B)(4). Angina and thrombosis are known adverse events as listed in the promus instructions for use (IFU). Balloon angioplasty, thrombectomy, and ultimately surgery were performed as treatment. Reportedly, the promus stents were implanted inside restenosed non-abbott drug eluting stents. It should be noted that the promus IFU states: safety and effectiveness of the promus stent have not been established for subject populations with in-stent restenosis. It is further stated that effects of multiple stenting using promus stents combined with other drug-eluting stents are also unknown. When multiple drug-eluting stents are required, use only promus stents in order to avoid potential interactions with other drug-eluting or coated stents. It is unknown how, if at all, this may have contributed to the reported patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient was re-cathed, which revealed a 50% proximal occlusion and a 100% thrombotic occlusion in the diagonal. Balloon angioplasty was performed along with aspiration thrombectomy of the diagonal with no propagation of thrombus. The patient was chest pain free and st segments had returned to baseline. On (B)(6) 2010, the patient underwent CABG x3 including left internal mammary artery to lad, saphenous vein graft (svg) to the diagonal and svg to the right posterior descending artery. The patient was discharged on (B)(6) 2010. No additional information was provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Stent: 3.0 x 15 mm promus; guide wire: bmw, prowater. (B)(4) indication for use. The stent remains in the patient. The stent delivery system was discarded. A follow-up will be submitted with all relevant information. The 3.0 x 15 mm promus stent is being filed under a separate MFR number.

Event description:
It was reported that on (B)(6) 2010, 3 non-abbott drug eluting stents were deployed in the patient. On (B)(6) 2010, the patient was rehospitalized with cardiac enzyme elevation and a myocardial infarction. Restenosis of the non-abbott stents was observed. After thrombectomy was performed, a 2.5 x 23 promus stent was advanced into the diagonal, and post dilatation crushed the non-abbott stent in the native left anterior descending (lad) against the vessel wall. A 3.0 x 15 mm promus stent was deployed in the mid lad. A bmw guide wire crossed and sequential balloon dilatations were performed at the ostium of the diagonal, followed by kissing balloon dilatations in the diagonal and native lad. After final dilatation was performed, haziness was noted in the stented segment and it was believed that clot had developed. Export thrombectomy was performed with some improvement; however, there was still significant residual thrombus in the diagonal. Kissing balloon angioplasty was performed without much difference in the final result. The procedure was aborted and timi 3 flow was noted at the end of the procedure, with no evidence of thrombus formation. At this time coronary artery bypass (CABG) was recommended; however, as the patient was on prasugrel it was decided to wait. On (B)(6) 2010, the patient developed chest pain. Echocardiogram (ECG) was consistent with st elevation suggesting occlusion of the diagonal.